Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, while asleep, the (B)(6) hospital contacted her and advised her to go to the hospital for laboratory tests related to her overall health. The patient reported that her dexcom sensor readings were continuously dropping to low values, which contributed to her decision to present to the hospital. Prior to going to the hospital, the patient did not perform a fingerstick blood glucose check, assuming the sensor readings were accurate and would self correct. In response to the low sensor readings, the patient consumed honey to raise her blood glucose level. Upon arrival at the hospital, the assisting nurse performed a fingerstick blood glucose test, which revealed elevated blood glucose readings: initial fingerstick: approximately 231 mg/dl; repeat reading: approximately 270 mg/dl; subsequent reading: approximately 245 mg/dl. The patient reported no symptoms consistent with hypoglycemia or hyperglycemia throughout the event. Due to the elevated blood glucose levels, hospital staff administered short acting insulin (novolog). Prior to discharge, no additional fingerstick blood glucose measurement was performed. The patient could not recall whether her dexcom sensor readings had stabilized before leaving the hospital, and no sensor calibration was completed. The patient remained at the hospital for approximately two hours, from 9:00 pm to 11:00 pm, after which she was discharged and reported feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.